Manufacturer narrative:
No motor error alarm or unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm and no delivery alarm. Customer¿s blood glucose was unknown. Customer stated that the drive support cap was normal. Customer was advised that the insulin pump needed to be replaced and to discontinue use of the insulin pump and refer to a back-up plan. The insulin pump will be returned for analysis.